Event description:
It was reported that the insulin pump cartridge chamber contained a stuck rubber plunger, and the patient was guided through the fill-tubing function using press-and-hold commands to advance the plunger to approximately 165 units, after which the plunger was close enough to potentially extract the rubber plunger. The cartridge leaked insulin, and the patient reported rewinding prior to insertion. Customer care agent provided troubleshooting and user education. Investigation of this case revealed a cartridge leak and a plunger obstruction during cartridge preparation. No reported adverse clinical effects reported during the event. Outcomes included no impact on health status and no medical intervention or hospitalization. It was concluded that the event involved a device component issue related to the cartridge and plunger, with no patient harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.